Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On 10/03/2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of over 300mg/dl, with polydipsia, polyuria, nausea, vomiting, abdominal paint, and unspecified ketones, associated with an alleged battery life issue. Reportedly, the patient remained on the pump, and received treatment of insulin via injection, and intravenous fluids in the emergency room by their healthcare provider. During troubleshooting with customer technical support, it was revealed an alarm occurred indicating the battery life was less than expected, and had occurred with three separate batteries out of at least two separate packs.